Event description:
Device 1 of 2: reference MFR. Report # 1627487-2012-05748, 05749. The pt has two leads (different models). It was reported, the pt was no longer receiving stimulation. An impedance check revealed one of the leads had invalid contacts. The contacts on the other lead were normal, but would not provide stimulation. Reprogramming to provide the pt with adequate coverage was unsuccessful. It was also reported the pt had swelling near the ipg and lead insertion site. X-rays were taken and revealed both leads had migrated. The pt will undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.